Event description:
It was reported that the collimator was separating from the tube housing due to loose screws. There was neither injury reported not pt involvement. The concern is that a serious injury could occur if the collimator were to fail due to loose screws.

Manufacturer narrative:
The ge field engineer tightened the screws and returned the product to svc. Proper preventative maintenance is currently in place per the ge periodic maintenance manual to detect this type of issue.